Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-00054. The device is not available for return.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcom) using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance two smart coils out of their introducer sheaths and into the microcatheter; therefore, they were removed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
A device history record (DHR) review was completed on 26-apr-2018: the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.